Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. There was no reported impact to the customers blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.